Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer's father reported via phone call that insulin pump was exposed to fluid and was not working. The customer¿s blood glucose was 304 mg/dl. Customer reported that there was fluid under the display. The troubleshooting was performed for fluid exposure. The customer was advised that the insulin pump will need to be replaced and also revert to backup plan. The insulin pump will be returned for analysis.